Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to loose tm modular base plate.

Manufacturer narrative:
This report will be amended when our investigation is complete. Implanted in patient.

Event description:
It is reported that the patient is scheduled for a tibial revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records were reviewed with no deviations or anomalies identified. The tibial plate and articular surface were both returned for review. The articular surface was likely explanted in order to revise the reported loose tibial plate. Some scratching and gouging can be observed on both the proximal and distal surfaces, likely from use, but the exact time the product was implanted is unknown. The dovetail feature was flared, likely a result of removal. One of the tibial plate pegs was cut and not returned, likely during explant. A small portion of the tm surface is missing from the anterior edge, also likely a result of removal. Slight foreign material can be observed around the cut peg, indicating bone ingrowth, but overall the plate shows little to no integration with the bone. The proximal surface of the plate shows slight markings and discoloration, consistent with normal use. Dimensions were found conforming to print specifications where measured for both components. These devices used for treatment. The nexgen tm tibial plate and nexgen lps-flex prolong articular surface were verified for compatibility with no issues. Per the zimmer nexgen knee profiler, no compatibility issues are noted, but complete compatibility cannot be confirmed without product information of the femoral component. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.